Manufacturer narrative:
The technician replaced the bed exit speaker to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed exit speaker was inaudible. No patient impact.